Manufacturer narrative:
The similar incident data was determined by reviewing complaints received in the last three years for the same product code and reported issue where product had been received, investigated and determined to have the same issue as the current incident.

Event description:
It was reported that the drill bits broke, no patient was affected or harmed. The event did not happen in surgery.